Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Imaging system was going into standalone mode, restart does not resolve the issue. Replaced the umbilical cable. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The umbilical cable and mobile view station (mvs) computer were returned to the manufacturer for analysis. The mvs computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. However, investigation of the returned umbilical cable confirmed the reported failure and a broken cable wire [pin 1] lemo end was found. The umbilical cable failed bench level test. Electrical failure mode; failure mechanism was a damaged connector. This event was identified during a retrospective review as discussed with the FDA (B)(4)office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that the imaging system was switching into stand alone mode. There was no patient present when this issue was identified.